Event description:
Distributor was informed that a pt was to be scheduled for an implanted lead revision due to low impedances, loss of pacing capture, and electrical artifact. The lead was revised on 4/12/94. During the revision, an insulation break was discovered at the insertion site of sensing lead adapter. No artifact was noted on the electrograms. A portion of the adapter was removed, and will be forwarded to the manufacturer for evaluation.